Event description:
The following has been reported zo hamilton medical ag on september 14th 2023: according to biomed, staff, during ventilation the screen just went black and then alarmed in red, emergency ventilation. During closed suctioning maneuver, the tf 331001 - «pvent pressure sensor defect» appear with hamilton-t1 with nbc filter adapter. Ventilation switched to safety ventilation mode. As per event log file, tf331001: pvent pressure sensor defect and tf346054: tfslls_safetyfailuredetected (safety error). Followed by 385002: tfsagl_safetyfailuredetected (gui safety mode). Ventilation continues with previous settings only. (Safety mode). Patient was placed on another device. According to the biomed, there is an uncertainty on the given date of the event, (B)(6) 2023. Last premventive maintenance was done december 2022.

Manufacturer narrative:
Investigation ongoing: hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. UDI related data quality update: this case is the follow-up of (B)(4). The original bak files were not available anymore. A new file had to be created.

Event description:
Per biomed, staff says during ventilation the screen just went black and then alarmed in red, emergency ventilation. That's all the information hospital staff gave him. Just an fyi, biomed is not sure the date of the event, just gave (B)(6) 2023. Last pm was done (B)(6) 2022.

Event description:
Per biomed, staff says during ventilation the screen just went black and then alarmed in red, emergency ventilation. That's all the information hospital staff gave him. Just an fyi, biomed is not sure the date of the event, just gave (B)(6) 2023. Last pm was done (B)(6) 2022.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. UDI related data quality update: this case is the follow-up of (B)(4). The original bak files were not available anymore. A new file had to be created. Follow-up 2 - additional information: fields b4, g4, g6, h2, h3, h6 and h11 are updated. During ventilation the ventilator went into safety mode and alarmed with tfs. The patient was moved to another device. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a clogged air intake dust filter. The assumed root cause could not be confirmed. If the ventilator will trigger the same tfs it will go into safety mode. In that state, ventilation is still given and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non-reportable event.